Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had an absence of a no delivery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion test. The insulin pump was received with minor scratched lcd window.